Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation due to autoreducing. Lead diagnostics showed there are high impedances on both leads. Reprogramming was unable to restored effective therapy. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored in post-op.